Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0kswz, product type: lead. Product ID: 3389s-40, lot# va0ks5h, product type: lead.

Event description:
A manufacturing representative reported impedance were tested at 1.5v and came back high. Impedance ran at 3v and impedance then came back normal. Impedance changed when the patient was in both the sitting and supine positions; high impedance while sitting, normal impedance when in supine. The patient was in the operating room getting ready for a replacement of a new implantable neurostimulator (ins) which had been scheduled to be explanted as it was at end of life. Check of the lead independent of the system was requested while patient was in surgery. Entire system was checked, electrode impedance check and low impedance when just the lead was checked. An x-ray was done and the healthcare professional wanted to know if there was barium in the boot. Patient was not getting symptom controlled. No patient symptoms reported. Patient's indication for use is movement disorders. The events had confirmed what had been observed in the clinic by the patient's neurologist. C/0-935, c/1-967, c/2-1053, c/3-977, 0/1-1358, 0/2-1864, 0/3-1722, 1/2-1554, 1/3-1654 and 2/3-1398. C/8-1204, c/9-1119, c/10-830, c/11-910, 8/9-1793, 8/10-1596, 8/11-1781, 9/10-1353, 9/11-1715, and 10/11-969

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.